Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were reviewed: on (B)(6) 2019, the patient underwent a primary right knee arthroplasty due to degenerative joint disease. There were no indicated intra-operative complications. Multiple post-operative evaluations between the dates of (B)(6) 2019 to (B)(6) 2020 indicated the patient was experiencing the following issues: pain, discomfort, decreased range of motion, swelling, stiffness, effusion, inflammation, and walking difficulty. Eventually leading to the revision operation on (B)(6) 2020. On (B)(6) 2020, the patient underwent a right knee revision to address the aforementioned symptoms indicated above between the dates of (B)(6) 2019 to (B)(6) 2020. The surgeon indicated possible tibial tray loosening, however, this was not confirmed within the operative note. There was 1 mm to 2 mm of fibrous tissue inter-positioned between the cement and bone at the proximal tibia. There was also noted parapatellar fibrosis removed. The patellar component was well-fixed and retained. There were no indicated intra-operative complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to arthrofibrosis and loosening of the unknown component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2019, dor: (B)(6) 2020 right knee.